Event description:
The customer stated that the architect c4000 analyzer generated an elevated co2 result of 37.4 meq/l. The sample was repeated and a result of 25.4 meq/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A falsely elevated co2 result was generated by the architect c4000 analyzer. An abbott field service representative (fsr) replaced the aspiration tubing bundle to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.